Manufacturer narrative:
The patient has had repeat CT scans and demonstrated a stable non-occlusive embolus without hemorrhagic conversion. On (B)(6) 2020, the site reported that the child was recovering with increased function of the right side. Adverse event term: embolic cva.

Event description:
Berlin heart was informed by the site that a patient that was implanted in the lvad configuration was observed having a right sided hemiparesis on (B)(6) 2020. During this time, thrombus was a concern in the pump and a pump change occurred (B)(6) 2020. Patient was found to have a non-occlusive left mca embolus. The anticoagulants, including lovenox, aspirin and plavix were therapeutic per lab values. Repeated head cts were obtained and showed stable occlusion with no hemorrhagic conversion.